Event description:
Pediatric male patient with acute appendicitis. Patient taken to the or. While inserting the laparoscopic ports, the short veress needle had been replaced with a substitution needle which is longer than the one that is normally used. The needle hit the patient¿s inner abdomen and caused a mural hematoma of sigmoid colon, and surgeon repaired. The colon was inspected directly. There was no full thickness injury but an intramural hematoma.